Event description:
Therapist called to patients' room due to ventilator not working. Nurses had gone into room and were turning patient and noticed the vent not giving any breaths. Nurses began bagging patient and called respiratory. Respiratory hit the resst button, checked outlet plug, checked oxygen lines, and turned ventilator off then back on,but sstill wasn't ventilating. Therapist tried giving manual inspirations, but it didn't work. Nurse continued bagging and patient was switched to another vent. Puritan-bennett service man checked out ventilator. Software dump of error codes did not reveal any errors. Serviceman stated that usually the only failures that do not show are incoming power related. He felt there was a power failure or brown-out (sag). He told our staff to run unit 48 hours. Staff ran unit with no problem, turned unit off at 9:00 am 4/22/93 and returned unit to service. Maintenance department reported no indications of a brown-out or any known problems withhospital powerdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, other. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.